Event description:
A small amount of dried blood-tinged material was observed on the control packaging of the beckman coulter dxh800 body fluid (bf) control when it was taken out of the refrigerator for instrument testing. Upon further inspection, a hole was noticed on the level 3 control vial stopper where it had been pierced after only seven (7) aspirations. The tube leaked when it was laid down. The operator was wearing a lab coat, gloves and eye protection at the time of the event. There was no contact to mucous membranes or open wounds. There was no death, injury, or affect to patient treatment. No one sought medical attention. There was no review of the msds. There is an exposure control plan at the facility. The level 3 vials for the other two dxh800 analyzers also had noticeable pierce marks in them. A set of controls is kept for each instrument. The other bf control vials, levels 1 and 2, did not show any similar pierce marks. There was no service dispatched for this event. Replacement was not requested. Root cause for the leak is unknown. Per labeling: this specimen/reagent should be handled at biosafety level 2, as recommended for any potentially infectious human serum or blood specimen in the centers for disease control/national institutes of health manual "biosafety in microbiological and biomedical laboratories," 1988. Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire.

Manufacturer narrative:
(B)(4).